Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer was changing the pump supplies every 5 days using novolog in the cartridge. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, customer changed the cartridge multiple times to address the issues. Additionally, it was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no impact to the customer's blood glucose level.